Manufacturer narrative:
The medtronic rep reported that the surgical team hit the arm that holds the frame when they were attaching the halo, that action threw off the accuracy. The software investigation was completed. Software functioning as designed.

Event description:
A medtronic rep reported that the surgeon felt inaccurate in a cranial case. They felt accurate non-sterile but indicated tracking was a couple mm off after going sterile. The surgeon opted to complete the surgery with the use of the stealthstation. There was no impact on the pt outcome.